Manufacturer narrative:
(B)(4). Additional information requested and received: can you please provide more event details? No. Was the knife reverse switch activated? Failed. If so, did it function properly? If not, please explain. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Removed the device from patient through the gap between jaw and vessel. Did the jaws eventually open? No.

Manufacturer narrative:
(B)(4). Batch number: r5834u. The analysis found that one pse45a device was returned with no apparent damage and with an ecr45m partially fired 1/10 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r5834u. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Was the knife reverse switch activated? If so, did it function properly? If not, please explain. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that could not fire. During the thoracoscopic surgery for lung cancer, could not fire when severing the vessel. Removed the device from patient through the gap between jaw and vessel. The returned gun with closed jaw. After surgery, the customer tried again ,the reverse button did now work, still could not returned the blade, customer did not use manual override lever, as he want to keep the sample's situation. Another device was used to complete the surgery. There were no adverse consequences to the patient.